Event description:
Reporter alleged obtaining the results of 339 mg/dl and 247 mg/dl on the advantage system compared back to back with the results of 93 mg/dl and 99 mg/dl on a doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.